Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms and patient info was crossing over onto another patient tile for a patient on one telemetry transmitter on the central nurse's station (cns). The customer stated that the issue was first noticed on (B)(6) 2021 @ approx 1530. They stated the multiple patient receiver has not been updated to the most recent software version. They stated that at the initial time of the reported issue, there was a communication loss message displayed on the central nurse's station (cns). They called to open an investigation because the manager for 1 west has safety concerns based off the reported issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provided patient information. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver: model: ni, sn: ni. Telemetry transmitter : model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the waveforms and patient info was crossing over onto another patient tile for a patient on one telemetry transmitter on the central nurse's station (cns). The customer stated that the issue was first noticed on (B)(6) 2021 @ approx 1530. They stated the multiple patient receiver has not been updated to the most recent software version. They stated that at the initial time of the reported issue, there was a communication loss message displayed on the central nurse's station (cns). They called to open an investigation because the manager for 1 west has safety concerns based off the reported issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms and patient info was crossing to another patient tile at the central nurse's station (cns). The cns was displaying a comm loss message for the transmitter the patient was being monitored on. The cns log files were sent in for nk analysis. No patient harm was reported. Investigation summary: during the analysis of cns logs, it was discovered there was a mix-up of patient data between rooms 1022 in 1 west and 2031 in 2 west at a specific time period from 7/14 15:55:41 to 19:00:31. The cns devices involved were identified as follows: cns in 1 west: sn: (B)(6) s/n of the transmitter's label: 2160 correct designation: mu1wtele22 cns during ahrmc downtime: serial number: (B)(6) s/n of the transmitter's label: 2106 incorrect designation: mu-tele-22 the cause of the mix-up was determined to be the wrong bed selection when the user utilized zm-view. The correct designation for the cns in 1 west, based on the org used, should have been mu1wtele22, as confirmed from the logs. The logs related to bed pairing in the cns for 1 west are as follows: (B)(6) 2021 12:30:02: pairing status: paired (master) hostname: mu-1w-1022 pairedhostname: mu1wtele22 (B)(6) 2021 15:51:26: pairing status: not paired hostname: mu-1w-1022 (B)(6) 2021 15:55:32: pairing status: paired (master) hostname: mu-1w-1022 pairedhostname: mu-tele-22 (B)(6) 2021 19:00:05: pairing status: not paired hostname: mu-1w-1022 the summary of bed pairing changes is as follows: 7/13 12:30: mu1wtele22 paired 7/14 15:51: not paired 7/14 15:55: mu-tele-22 paired 7/14 19:00: not paired this information confirms the sequence of bed pairing changes and the incorrect selection of mu-tele-22 instead of mu1wtele22, leading to the mix-up of patient data between the two rooms during the specified time period. As such, the root cause is related to use error. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 07/27/2021 emailed customer via microsoft outlook for all items under the no information list above. No reply was received. Attempt #2 08/12/2021 emailed customer via microsoft outlook for all items under the no information above. No reply was received. Attempt #3 08/16/2021 emailed customer via microsoft outlook for all items under the no information above. The customer responded back, but they did not provide additional device or patient information. They also stated that they provided device information to us in a document, but we have not received this from them. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receiver (org) model: ni sn: ni telemetry transmitters model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the waveforms and patient info was crossing to another patient tile at the central nurse's station (cns). The cns was displaying a comm loss message for the transmitter the patient was being monitored on. No patient harm was reported.